Event description:
The report from the affiliate indicated that two (2) days after the index procedure, the pt was brought back to the hosp as an emergency due to ventricular tachycardia (vt) and ventricular fibrillation (vf). The pt was defibrillated three (3) times and intubated. An intra aortic balloon pump (iabp) was inserted. Coronary angiography was observed at the overlapping portion of the two previously implanted cypher stents. Aspiration of the thrombus was done. The iabp was removed and the pt was extubated the next day as the pt had stabilized. The physician's comment regarding the probable cause of the sub acute thrombosis (sat) was that it was due to: the lesion being diffusely diseased, the ticlid being administered from the day of the index procedure, and that the pt had gotten dehydrated due to high temperatures and heavy drinking on the day of discharge.

Manufacturer narrative:
The index procedure was an elective case. The target leison was the proximal and mid left anterior descending (lad). The lesion was reported to be: de novo, eccentric; calcified, a flexion lesion, ostial, 40 mm in length, 3.0-3.5 mm in diameter and type c. The lesion was pre-dilated with a magna 2.5/1.5 mm balloon at 14 atm for 10 sec. A cypher 3.0/28 mm stent was implanted at 16 atm for 15 sec times two(2). An additional cypher 3.5/18 mm stent was implanted at 16 atm for 20 sec times two (2). The stents were not post-dilated. Ivus was done. The flow pre-and-post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device (cjs2836025, lot# i0306025) is distributed outside the united states, however, it is similar to the united states product cxs28300. The product is not available for evaluation and testing. Additional info will be submitted within 30 days receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2006-00736 and # 9616099-2006-00737.